Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result on a direct tested on a nasopharyngeal kitted swab with the ID now covid-19 assay. Two rt-pcr confirming tests (cephied pcr) generated negative results. Per the customer the patient was asymptomatic. Additionally, the customer reported no patient harm occured . The customer confirmed there was no delay or impact to patient treatment. No additional patient information is provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1023720 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 /lot 1023720, test base part number 190-430 / lot 1023720. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1023720 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.